Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot: qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is patient/consumer. The initial reporter is the patient's father (B)(6). The test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 4:58 am, the meter result was 4.1 inr. The result at the same time from the laboratory was 3.0 inr. On (B)(6) 2022 at 4:13 am, the result from the meter was 4.2 inr. The result from the laboratory at the same time was 3.1 inr. On (B)(6) 2022, the result from the meter using test strip lot 56561321 was 3.2 inr. The result from the laboratory was 2.3 inr. The result from the meter using test strip lot 62216021 with expiration date 31-dec-2023 was 3.0 inr. All three tests were completed within 10 minutes. Customer's therapeutic range is 2.5-4.0 inr.